Event description:
On (B)(6) 2012, it was reported that the pt's infusion set was leaking at the cannula during insulin delivery. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Infusion set was requested to be returned for product eval.

Manufacturer narrative:
No sample was received for evaluation. The reference samples were visually inspected and tested for click, flow and leak. All test results were within specifications. (B)(4): device was not returned to manufacturer.